Event description:
It was reported that the patient had a pacemaker implanted on (B)(6) 2021 ad after the pacemaker implant the patient's symptoms worsened. Caller said the doctor checked the impedances and everything was fine. Caller said it might just be a coincidence. Additional information was received from the patient representative saying that the patient (pt) had multiple issues that were related to the pacemaker implant with the deep brain stimulation (dbs). The pt had abrain bleed on the opposite side of the dbs implant. The patient had a second brain bleed near the side of the dbs implant. Caller reports pt had a fall. Caller reports pt had aphasia and speech issue after reprogramming for the pacemaker. Caller reports the dbs is not working as good as before the pacemaker implant. Technical services asked but caller was not a good historian and could not remember the exact dates of each event. Caller said they were all re lated to the pacemaker implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.